Event description:
It was reported that the pt experienced pain between his shoulder blade and where the leads were implanted. The stimulation was intermittent. These issues started following a fall. He tripped over debris yesterday and felt pain after. He went to the emergency room, but was told to follow-up with his physician. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).